Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a chipped top case, damaged bottom case, and a cracked right plunger case. The tamper seal was removed. Review of the event history log (ehl) showed a ?primary audible alarm post." The device was powered on and an audio test were performed as part of the functional testing. The reported issue was not duplicated as the device passed the audio test. A preventive maintenance and functional testing were performed. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a watchdog failure, primary audible alarm post. It is unknown if there was patient involvement, no adverse patient effects were reported.